Manufacturer narrative:
Continuation of medical devices: product ID 2490g2, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were not able to get any green lights on the telemetry portion on the monitor during a manual transmission. Follow-up revealed that the patient is no longer enrolled with the clinic, and no further details were available. The implantable pulse generator (ipg) and the monitor remain in use. No patient complications have been reported as a result of this event.